Event description:
One touch profile meter was reading inaccurately erratic. The pt reported obtaining a 45 mg/dl on the reported meter. The pt was given potato chip and sugar to elevate their blood glucose level. A retest was performed and a result 140 mg/dl was obtained on their meter. The reporter was unable to provide a dates of times. They were later taken to the ER where they were admitted for low blood glucose level and asthma for three days. Pt was treated with oral medication while in the hosp. On another occasion the pt reported blood glucose results of 70 mg/dl, and 60 mg/dl with a lifescan meter, performed within 10 minutes of each other. The check strips test read 83 for a specified range of 77 to 103 and the control solution test read 117 for a specified range of 92 to 124. The pt did not alleged harm. There is no indication that the pt experienced injury or medical intervention due to the meter. They obtained relatively low results and was treated for low blood glucose levels at the hosp. Based on the information supplied by the reporter, there is an indication that the product malfunctioned and that the events meets the criteria for a medical device reportable in terms of precision.